Manufacturer narrative:
Eval, method and results: no product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported, she was not using her primary infusion device and wanted to send it in for testing. Pt stated her blood glucose was higher when she was on it. Pt reported, she didn't think it was delivering her insulin. Pt stated she would bolus and her blood glucose wouldn't come down. Pt reported, she went on her backup infusion device over 2 months ago. Pt stated she changes the infusion headset every 3-4 days. Advised pt to change the headset every 3 days. Pt reported, she has a hole in her foot and that could be causing her elevated blood glucose readings. Pt stated she has not changed the infusion adapter or the battery cover. Advised pt she need to change these. Attempts to f/u with pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. Sending adapters and battery cover; no product return was requested.